Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-jun-2023. The most recent information was received on 21-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("hematologic/ hemorrhagic periods") in a 50 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The patient had a family history of fatigue (grandmother). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced hypertension ("hypertension since the day of the insertion"). In 2011 she experienced headache ("recurring headaches"). An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), iron deficiency anaemia ("iron deficiency anaemia ++++"), abdominal discomfort ("twinge in the stomach when sneezing"), abdominal pain upper ("stomach ache"), vitamin d deficiency ("lack of vitamin d"), arthralgia ("joint pain"), tendonitis ("tendinitis"), metal poisoning ("like heavy metals in my body"), fatigue ("day-to-day fatigue") and asthenia ("I have less energy") and was found to have weight increased ("weight gain"). At the time of the report, the heavy menstrual bleeding, iron deficiency anaemia, headache, hypertension, vitamin d deficiency, arthralgia and fatigue had not resolved. The outcomes for abdominal discomfort, abdominal pain upper, weight increased, tendonitis, metal poisoning and asthenia were unknown. No causality assessment was received for essure with regard to hypertension, headache, fatigue, heavy menstrual bleeding, abdominal pain upper, abdominal discomfort, iron deficiency anaemia, vitamin d deficiency, weight increased, arthralgia, tendonitis, metal poisoning or asthenia. The reporter commented: I am one who very rarely goes to see the doctor but it is clear to me that I have less and less energy and that my body is increasingly tired. My haemorrhagic periods leave me exhausted. When I get my headaches with hypertension, I have to spend the whole day in bed. I had to see a cardiologist for the hypertension and I am now on medicinal products. I feel as tired as a grandmother. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haematologic periods") in a 50 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The patient had a family history of fatigue (grandmother). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the day of essure insertion, she experienced hypertension ("hypertension since the day of the insertion"). In 2011 she experienced headache ("headaches"). An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), fatigue ("day-to-day fatigue"), stomach ache ("stomach ache"), abdominal pain upper ("twinge in the stomach when sneezing"), iron deficiency anaemia ("iron deficiency anaemia"), vitamin d deficiency ("lack of vitamin d"), arthralgia ("joint pain"), tendonitis ("tendinitis"), metal poisoning ("like heavy metals in my body") and asthenia ("I have less energy") and was found to have weight increased ("weight gain"). At the time of the report, the heavy menstrual bleeding, hypertension, headache, fatigue, iron deficiency anaemia, vitamin d deficiency and arthralgia had not resolved. The outcomes for stomach ache, abdominal pain upper, weight increased, tendonitis, metal poisoning and asthenia were unknown. No causality assessment was received for essure with regard to hypertension, headache, fatigue, heavy menstrual bleeding, stomach ache, abdominal pain upper, iron deficiency anaemia, vitamin d deficiency, weight increased, arthralgia, tendonitis, metal poisoning or asthenia. The reporter commented: someone who very rarely goes to see the doctor but it is clear to me that I have less and less energy and that my body is increasingly tired. My haemorrhagic periods leave me exhausted. When I get my headaches with hypertension, I have to spend the whole day in bed. I had to see a cardiologist for the hypertension and I am now on medicinal products. I feel as tired as a grandmother. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.